Event description:
Procedure: wedge resection. According to the reporter: the device would not open after firing and was stuck on tissue. The surgeon tried to open the jaws approximately six times but it still would not open. The device was removed by cutting it off tissue.

Manufacturer narrative:
(B)(4).